Event description:
Information received from the field does not address the patient's clinical status but notes that ECG strips showed no ventricular event after a sensed p wave. Measured battery data showed 2.73v, 28ua and 2 kohms. When the leads tested normal, the pulse generator was replaced.